Manufacturer narrative:
Date sent to the FDA: 08/27/2019. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Summary: an empty opened box and twenty-one unopened samples of product code 8710, lot pah915 were returned for analysis. The complaint issue was not received for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a pediatric cardiac surgery on (B)(6) 2019 and the suture was used. During the procedure, the suture needle pull off occurred. Another like device was used to complete the surgery. There were no patient consequences reported. No further information is available.